Manufacturer narrative:
Continuation of d10: product ID: 97745, serial#: (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the met with the patient as soon as the doctor called them regarding this issue. Apparently the patient called six times a few weeks ago over the weekend to many different departments of medtronic. The rep reported that they called technical support palm and they said the cardiac tech support filled with a phone call but never notified us in the field. When rep met with the patient, the rep reported they did an appearance check and everything appeared normal. The rep reported that they called technical support and relayed all the information over the phone. Technical support wanted to swap out the patient programmer in the antenna and that¿s what was done. The rep reported that he reset the patients dtm settings and explain to her how to properly use the device. The rep reviewed how to increase and decrease the stimulation and how to turn things off if needed. The rep reported that he gave the patient his business card again and also the business card of another clinical specialist. The rep gave patient the number for medtronic neuromodulation technical support as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient had stimulation turned off on september 7th and then the patient felt stimulation increase and this caused a jolting sensation. They turned it down to 2.0 (from 5.2ma) and set the controller down on the counter and then they noticed that stimulation went up to 8ma so they turned off stimulation using MRI mode and then the sensation stopped. The patient had another similar event this past sunday when stimulation was off but then the patient felt stimulation increase and surge to the point where the patient felt like they were having a seizure; they used MRI mode again to stop the sensation. When the manufacturer representative was trying to interrogate the ins today, the tablet was only advancing to 75 on the scale and wouldn't complete the interrogation so they replaced the batteries in the programmer and then this ultimately resolved the issue as the representative was able to interrogate the ins. Impedances were all normal and ranged from 700's to low 1000's. The patient did not using adaptive stimulation or cycling and all of their programs were adjusted together. When asked whether the patient turned off individual programs and left others on, they said that the patient hasn't ever done this. There were no reported falls or trauma during this time. These events began after the patient started to use group c (the patient used groups a and b but these didn't work for the patient). Group c was using the right lead. It was also noted that their controller button wasn't working. A replacement device was requested. No further complications reported.